Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure when crossing the septum with the was sheath, the dilator and the wire, the physician went too far into the left atrium and injured the left pulmonary vein causing a pericardial effusion. The procedure was then aborted, and the patient was left intubated. No surgery or drain has been performed. No further information was provided at the time of this report.